Manufacturer narrative:
Pump was received with no down button response due to corroded down keypad trace. No button error alarm noted. Pump received with scratched lcd window, cracked case near display window corners, missing end cap sticker and ink spot/bleeding on lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 63 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.